Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 12/14/2017. Electrode belt: 03/02/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, at 10:53:30, the patient's rhythm became severe bradycardia at 40 bpm. At, 11:00:55 CPR/motion artifact is seen on the patient's ecgs. At 11:15:21, the patient's rhythm was vt at 140 to 150 bpm. At 11:18:00, the patient's vt rhythm transitioned into vf. From 11:18:46 to 11:59:42 CPR/motion artifact obscured the patient's rhythm. At 11:59:47, the electrode belt was disconnected. CPR and motion artifact obscured the patient's rhythm and prevented the lifevest from delivering a treatment during the treatable rhythms. As it is not known who was attempting to resuscitate the patient, reporting this event out of an abundance of caution.